Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2017-02543, 2017865-2017-02541. The patient expired due to unknown causes. There was no apparent malfunction related to the device and the cause of the death remains unknown. Further information was not available.